Manufacturer narrative:
The following elements have blank data.

Event description:
There have been numerous incidents dating back approximately three months ago, reported by both nursing staff on the nursing units as well as pharmacy staff involving leakage of the IV bags with the pab connection to the addease (bc2000, 20mm binary connector). This product is utilized with piggyback IV administrations. A total of 175 samples have been returned to the manufacturer at this date for evaluation. Findings will be provided. Multiple lot numbers are involved as well as numerous types of medications. The majority of leakage issues have been identified by the pharmacy staff prior to the product going to the nursing units. There are two parts to the device, the bag and "pin"/connector. There is an assembly process involving the pab container and addease connector. There have been no reports of patient injury to date.